Event description:
Per the clinic, the device was explanted on (B)(6) 2015 due to an unknown device problem. More information has been requested, but has not been made available as of the date of this report.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Manufacturer narrative:
Additional information received on february 12, 2015. Per the clinic, the patient experienced an infection at the implant site subsequent to sustaining a head trauma. Antibiotic treatment (type and duration not reported) was attempted; however, the issue could not be resolved. The device was explanted on (B)(6) 2014, and the patient was reimplanted with another device on the contralateral side during the same surgery. Correction: the explanted date is (B)(6) 2014; not (B)(6) 2015, as previously reported. This report is filed may 16, 2015.